Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was swimming with the pump on, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.